Event description:
It was reported that the patient suffered a fall on his forehead in april and afterwards had leg cramps and difficulty talking and walking. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).